Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. The customer's blood glucose (bg) subsequently decreased to 61 mg/dl. Reportedly, the customer consumed carbohydrates and protein, and delivered a glucose nasal spray. Additionally the customer called emergency medical technicians (emts) who only monitored the customer bg level and did not provide any medical intervention.